Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had particulate matter. The reporter stated that during spiking with an unknown set, a ¿small bead of plastic¿ broke off into the solution. There was no patient involvement. No additional information is available.